Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high scan results to how they felt. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high scan results to how they felt. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). There was no report of death or permanent impairment associated with this event. 11-nov-2024, abbott diabetes care (adc) received clarification from customer service indicating that the product issue was "read-3 (low reading)" instead of "read-1 (high reading)". Based on the updated device issue of low reading and provided treatment of food and sugar drink which is consistent to the reported problem therefore, this case is deemed non-reportable. After review, these issues have been determined to be non-reportable. The customer received lower sensor scan result of 20 mg/dl and compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 117 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). Low readings are indicative of hypoglycemia and furthermore, not inconsistent with the treatment of food and sugar drink utilized to raise glucose levels. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
This serves as a correction report. The previously MDR submission correction as submitted in error. On 11-nov-2024, abbott diabetes care (adc) received clarification from customer service indicating that the product issue was "high reading" instead of "low reading". Based on the updated device issue of low reading and provided treatment of food and sugar drink which is consistent to the reported problem. Therefore, there is no indication that the adc device contributed to a serious injury. Section (s) updated as follows: b2: outcomes attributed to ae b5: describe event or problem h6: health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions h11: additional mfg narrative.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high scan results to how they felt. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). There was no report of death or permanent impairment associated with this event. 11-nov-2024, abbott diabetes care (adc) received clarification from customer service indicating that the product issue was "read-3 (low reading)" instead of "read-1 (high reading)". Based on the updated device issue of low reading and provided treatment of food and sugar drink which is consistent to the reported problem therefore, this case is deemed non-reportable. After review, these issues have been determined to be non-reportable. The customer received lower sensor scan result of 20 mg/dl and compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 117 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). Low readings are indicative of hypoglycemia and; furthermore, not inconsistent with the treatment of food and sugar drink utilized to raise glucose levels. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
This serves as a correction report. The initial MDR submission was submitted in error. 11-nov-2024, abbott diabetes care (adc) received clarification from customer service indicating that the product issue was "read-3 (low reading)" instead of "read-1 (high reading)". Based on the updated device issue of low reading and provided treatment of food and sugar drink which is consistent to the reported problem therefore, there is no indication that an adc device contributed to a serious injury. Section (s) updated as follows: b5: describe event or problem.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high scan results to how they felt. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. As a result, the customer experienced symptoms described as ¿float, headache, stomach pain, general ill health, lack of strength, vomiting¿ and was unable to self-treat. The customer received treatment of food and sugar drink provided by a non-healthcare professional and healthcare professional (emergency medical services). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs (device history review) showed the freestyle optium neo meter passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.